Manufacturer narrative:
Product ID 3389s-40, lot# va1wyzh, implanted: (B)(6) 2019, explanted: (B)(6) 2020. Product type lead, product ID 3389s-40, lot# va1wyzh, implanted: (B)(6) 2019, explanted: (B)(6) 2020. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating the explant was completed on (B)(6) 2020. The right lead was successfully explanted and the existing right lead was capped. All other implants remained intact. The future plan was to let the patient heal over the next 4-6 months with antibiotic treatment and to re-implant when the patient was healed. The left side was turned on after surgery and symptoms are well controlled. The hcp confirmed that the patient came into the clinic on (B)(6) 2020 with the infection/skin breakdown. The lead was kept and customer refused to return.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va1wyzh, implanted: (B)(6) 2019, product type lead; product ID 3389s-40, lot# va1wyzh, implanted: (B)(6) 2019, product type lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 01-oct-2021, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 01-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had skin breakdown over the right burr hole. The physician had been watching it for several weeks but the exact start date was unknown. It appeared to not be healing after an antibiotic course and an infection was confirmed. The issue was not resolved at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va1wyzh, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Product ID: 3389s-40, lot# va1wyzh, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating the explant was completed on (B)(6) 2020. The right lead was successfully explanted and the existing right lead was capped. All other implants remained intact. The future plan was to let the patient heal over the next 4-6 months with antibiotic treatment and to re-implant when the patient was healed. The left side was turned on after surgery and symptoms are well controlled. The hcp confirmed that the patient came into the clinic on (B)(6) 2020 with the infection/skin breakdown. The lead was kept and customer refused to return.